Manufacturer narrative:
The device involved in this event has not been returned for evaluation.

Event description:
Treatment of an avm. It was reported that the catheter ruptured during onyx injection. No pt injury reported. Same event as MDR# 2029214-2009-00183.